Event description:
During disposable glidescope bronchoscopy to confirm double ett (endotracheal tube) placement, distal components of the scope had broken off into the tracheal lumen of the double lumen tube. The tip of the exterior shell of the scope had separated from the interior components. One lung ventilation initiated without issue to prevent passage of components further down tracheal lumen. Object removed with assistance from interventional pulmonology.